Manufacturer narrative:
Investigation: bd has been provided with a sample for catalog 307736 lot 1812187 to investigate for this record. Visual inspection of the returned sample presented a broken tip verifying the reported issue. The material used to manufacture emerald syringes has been selected and tested to resist normal conditions of use. The assembling machines have an on-line detection system that inspects 100% of the syringes, rejecting automatically the syringes with broken parts like the tip of the barrel. Based on this fact, bd believes that the syringe tip could break because of any imperceptible damage in the barrel at the moment of the use or some strong condition during handling or use of the product. DHR showed no indication of the alleged defect.

Event description:
It was reported that two syringe 10ml ls emerald experienced leakage. The following information was provided by the initial reporter: luer slip broke when nurse was preparing for injection, this has happened 2 times with same lot. Broken luer slip, molding issue?

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that two syringe 10ml ls emerald experienced leakage. The following information was provided by the initial reporter: luer slip broke when nurse was preparing for injection, this has happened 2 times with same lot. Broken luer slip, molding issue?